Manufacturer narrative:
Manufactures investigation conclusion: the report of suspected thrombus, hemolysis and power elevations could not be confirmed. Additionally, the report of a pump stop could not be confirmed. It was reported that the patient was admitted for suspected pump thrombosis because of elevated powers and ldh in the 2000s. During admission, the patient had a controller fault followed by a brief pump stop. It was reported that the patient underwent a heart transplant. The transplant was urgent due to suspected vad thrombosis. The patient was destination therapy prior to the event. Due to device issues, the patient was listed as status 2. Per the vad coordinator, the pump will not be returned for evaluation. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient underwent a heart transplant on (B)(6) 2019. The patient¿s transplant was urgent due to suspected vad thrombosis. Patient was initially destination therapy prior to this event; however, due to device issues the patient was listed to status 2. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for suspected pump thrombosis because of elevated powers and lactate dehydrogenase (ldh) in 2000s u/l. During admission device alarmed for controller fault and the pump stopped.